Event description:
Customer received reports regarding this inform ii system and discrepant results. 20:27 yesterday = hi, which on the system indicates a result in excess of 600 mg/dl 20:31 yesterday = 214 today 7:32am = 494 today 7:47am = 218 no adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.